Manufacturer narrative:
(B)(6). The device was manufactured between: 24aug2016 and 26aug2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon reservoir of a folfusor ruptured during filling with an unspecified solution. All cytotoxic material remained contained within the plastic outer body. There was no patient involvement. No additional information is available.